Manufacturer narrative:
The baxter technician found the CPR valve needed to be replaced. The totalcare® bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare® bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare® bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR valve to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the CPR was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).